Event description:
A surgeon reported that leakage occurred from the valved trocar cannula when it was placed in the pt's eye and the trocar was removed. The problem was solved after replacing with another one. There was no harm to the pt. No further info is expected for this case.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. A lot number was not indicated for this complaint; therefore, the device history record (DHR) for the lot could not be reviewed for abnormalities that could have contributed to the complaint. Because a sample was not returned and no lot number was indicated for this complaint, the root cause cannot be determined. No further info is expected for this case. (B)(4).